Event description:
It was reported that a 73-year-old patient weighing 57.0 kgs and height of 162.00 cm underwent an unknown ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring a pericardiocentesis. At the time of conducting lpv ablation, the physician felt a response that seemed to be a steam pop. For confirmation, when body surface echo was used, pericardial effusion was confirmed. Drainage was performed, and blood pressure was stabilized. The procedure has been completed. Timing when complaints occurred was after 20 minutes after catheter use, at the time of conducting lpv ablation. Drainage was performed, and the procedure was interrupted. Atrial septal puncture was performed by rf needle. Ablation was performed before pericardial effusion was identified. Steam pop was confirmed by a sound and felt at hand. Irrigation catheter¿s flow rate setting: 15mm/min. There were no abnormalities observed prior to use and during use of the product. There is no relevant medical history. There was no surgical intervention provided, cardiac drainage was conducted. Outcome of the adverse event was fully recovered. Needle details was a rf needle. Force visualization features used were real time graph; dashboard; vector. Steam pop is not MDR-reportable. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 19-nov-2022, the product investigation was completed. It was reported that a 73-year-old patient weighing 57.0 kgs and height of 162.00 cm underwent an unknown ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring a pericardiocentesis. Device evaluation details: visual analysis revealed that no damage or anomalies on the device. Per the event, several tests were performed. The magnetic, electrical, temperature and force features were tested and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device 30822242l number, and no internal action was found during the review. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The root cause of the adverse event remains unknown. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 27-dec-2022, bwi received additional information regarding the event. The medical team stated that the length (minutes and seconds) of the ablation cycle when the pop was observed at the same tip position was approximately 8 seconds. Rf needle was utilized for access puncture. All parameters set on the equipment were within normal ranges. Additional filters on the visitag were not utilized. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).